Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-aug-2025, the user reported that the ilet would not charge or remain powered on, cycling on and off despite multiple chargers being used. A replacement pump was issued. No symptoms were reported, and no medical intervention was required.